Manufacturer narrative:
Information reviewed from the valve's device history record and the additional testing performed through the analysis laboratory indicated this valve was a normal functioning prosthesis which complied with specifications at the time of MFR. Results of this investigation remain inconclusive due to the fact co has not received additional information which may have aided in the evaluation of this valve. The cause of the late endocarditis and mitral regurgitation remains unk; however, it was not due to an intrinsic valve defect. This was supported by testing performed at co and also by dr.'s statement, "there was no malfunctioning of the prosthesis."

Event description:
Valve was explanted, no other info is availalbe at this time.